Event description:
It was reported that the thoracic grasper instruments insulation was observed to be peeling off. The peeling was noticed during cleaning prior to any surgery.

Manufacturer narrative:
Complaint of insulation is peeling off is confirmed. Black tube insulation is damaged at the distal end. Insulation is gouged in various places and has a 0.079 x 0.097 piece of insulation missing. Missing piece didn't get returned with the instrument. Metal shaft is exposed as a result. Evidence not conclusive, but damage is likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.